Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with injury. It was stated ¿bd vacutainer push button 23g lot # 8046895 (two injuries on 6c). Occurrence date is unknown. Sample availability is unknown. Injury is unknown.¿ there was no report of injury or further medical intervention.